Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with the pelvic mesh products. Later pt experienced mental and physical pain, sustained permanent injury, physical deformity, has undergone and will undergo corrective surgery or surgeries.